Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a high blood glucose event and the insulin pump alarmed no delivery. The customer¿s blood glucose was 27.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed no delivery during bolus delivery. Customer also reported that the infusion set cannula was bent. No delivery troubleshooting was performed and confirmed that the insulin exited after a manual prime has been delivered. No high blood glucose and bent cannula troubleshooting was performed. The insulin pump is not expected to return for analysis. Reference case-(B)(4) with svn (B)(4) on infusion set